Manufacturer narrative:
Hologic is submitting this report in accordance with 21 c.f.r. Part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes. Therefore, visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. And a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending. And product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(4), a novasure procedure was performed,.the ablation went on for about 1 min when the vacuum alarm occurred. The doctor did not do anything to clear the vacuum alarm, but depressed the foot pedal, and ablation continued for approximately 5 seconds and the vacuum alarm recurred. The doctor stepped on the foot pedal again and ablation continued for approximately another 5 to 7 seconds. When the procedure complete message appeared. The front desk at the office where the ablation was performed stated ,patient was in a lot of pain so an ambulance was called and the patient was admitted to the hospital. The doctor stated that the patient is doing well and all tests came back ¿clean¿. No additional information is available.